Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8100 devices involved in an over-infusion. There was no information on patient involvement.

Manufacturer narrative:
Correction: describe event or problem, unique identifier (UDI) #, medical device serial #, medical device model #, initial reporter occupation, report source, device manufacture date. Omit: other occupation, report source other. B21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report of over infusion was not confirmed or replicated during the investigation. The returned device was fully evaluated, and no anomalies were observed during laboratory testing. Rate accuracy and unregulated flow testing was performed on the suspect pump module. The device was found to be delivering fluid in specification with no signs of unregulated flow being observed. The device passed the occluder spring functional testing process. A review of the error logs showed no errors or malfunctions relevant to the facility¿s complaint. Based on the review of the pcu event log retrieved, on (B)(6) 2025, at the time of 11:14 am when the pump module was powered on and attached to the pcu s/n (B)(6). At 11:16 am an infusion was received remotely with drug ID 158 (unknown), a rate of 25 ml/hr and a vtbi of 100ml. The pvi recorded previous first infusion was 2245.8 ml at 3:16 pm, the infusion was completed and the kvo started. The pvi recorded was 2345.81 ml at 3:18 pm, the pump was shut down. At 5:32 pm, an infusion was received remotely with drug ID 813 (unknown), a rate of 250 ml/hr and a vtbi of 250ml. At 5:33 pm, the vtbi was changed to 265 ml. At 5:34 pm, the door was opened and close, then the infusion was restarted. At 6:37 pm, the infusion was completed and the kvo started. The pvi recorded was 2611.97 ml at 6:38 pm, the pcu was powered off. At 11:06 pm, the pcu was powered on, an infusion was programmed with a rate of 20 ml/hr and a vtbi of 100 ml. At 11:07 pm, an infusion was received remotely with drug ID 158 (unknown), a rate of 20 ml/hr and a vtbi of 99.508ml. The secondary infusion was received with a rate of 25 ml/hr and a vtbi of 100 ml. At 11:08 pm, the pump was paused. At 11:09 pm, the pump was shut down. The pvi recorded was 2612.83 ml. The pump sn (B)(6) was programmed with a rate of 20 ml/hr and a vtbi of 100 ml. The secondary infusion was programmed with a rate of 25 ml/hr and a vtbi of 100 ml. At 11:10 pm the pump sn (B)(6) was shut down. Bd alaris system user manual (v12.3.1), states within warnings and cautions, proper operation of the bd alaris system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) and associated disposables before using the bd alaris system. Follow proper infusion set loading instructions and ensure the set is free of kinks and that all clamps are open before starting an infusion. Improperly loaded sets or failing to open clamps can result in delayed start of infusion or inaccurate fluid delivery (see bd alaris pump module set loading on page 98). To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: please replace the logic board of the pump module sn (B)(6). The device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause for the reported issue of over infusion was not able to be identified during the investigation. The device operated according to specifications. Note that this report lists imdrf annex a1801, g02017, c23, d11 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion of an unspecified medication. There was patient involvement, but no harm reported. Although repeatedly requested, the customer did not provide additional information.